Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The customer went on manual injections and blood glucose was almost 400 mg/dl, 360 mg/dl something 368 mg/dl. Assisted customer in performing a self test. Results of the self test was passed. The customer declined troubleshooting for the high blood glucose. The customer also stated that, the insulin pump had blank display screen and the issue was resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Added concomitant products.